Manufacturer narrative:
Device passed unexpected restart error test and displacement test. No unexpected restart alarm or restart or reset time or date anomaly after change battery noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had received unexpected restart. Customer¿s blood glucose level was unknown. Customer also reported that they were able to clear the alarm and able to complete insulin pump rewind. They performed self-test and it was ok. After completing troubleshooting customer receive another unexpected restart alarm after a battery change. The customer was advised the insulin pump need to be replaced. Insulin pump will be returned for analysis.